Event description:
Pt underwent a PICC line placement utilizing bard 3cg+ technology. During placement, 3cg+ technology indicated a 23cm PICC was too short and exchanged PICC intra procedure to a 26cm PICC; 3cg+ confirmed placement at 26cm with 1cm out from insertion site. Chest x-ray in conjunction with 3cg+ technology. PICC line 2cm too deep in right atrium. Second kit was charged to pt due to error in 3cg technology.